Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the unit had a low leak co2 rebreathing risk alarm. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that their unit had a low leak co2 rebreathing risk alarm. The rse then stated the customer confirmed that the average air was reading 2.7 standard litre per minute (slpm). The rse then recommended replacing the flow sensor assembly. The rse provided the customer with the part ID for the flow sensor assembly to order. Investigation is ongoing.